Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference 3008452825-2016-00128, 3005334138-2016-00050. During an ablation procedure, a pericardial effusion in the left atrium occurred while ablating on the lateral mitral annulus. The effusion was confirmed by ice imaging and a pericardiocentesis was performed to stabilize the patient. The patient remained in sinus rhythm and remained hemodynamically stable throughout the procedure. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the device met sjm specifications with no functional anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion remains unknown as the event could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 3008452825-2016-00128, 3005334138-2016-00050.